Manufacturer narrative:
Product complaint # pc-(B)(4). Actual complaint sample was not returned and same batch sample from manufacturer retained sample has been evaluated for appearance and knot pull tensile strength test and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.